Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/07/2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at the store and when they were checking out the they started sweating and suddenly lost consciousness. A store employee called 911 and when the paramedics arrived, they administered the patient with glucose via intravenous (IV) therapy. When the patient was well, they were able to drive themselves home. At the time of contact, the patient had recovered. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.